Manufacturer narrative:
External insulation abrasion was noted at 41.7 cm to 41.6 cm from the distal tip consistent with lead friction to the device can.

Event description:
Related manufacturer reference number: 2017865-2021-23945. It was reported that a patient presented in clinic for a follow-up appointment. The patient's right atrial (ra) and right ventricular (rv) leads were both oversensing noise leading to pacing inhibition. The patient had episodes of dizziness. Both the rv and ra leads were explanted and replaced. The patient was stable throughout procedure.